Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a short in the trunk cable. The cause of the test failure is the short. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4)failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.